Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the case was started with a different device. Mid case, the surgeon decided to use the suspect device to complete the case for better visibility. Once the case was finished, the device was removed from the pt and the surgeon noticed and retrieved a loose piece of plastic from the pt's cavity. It was determined that this piece of plastic broke free from the sheath that had covered the structural balloon on the device. No pt injury reported.